Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the priming process. The following information was provided by the initial reporter: "needle attached to syringe for vaccine administration; however unable to prime needle due to vacuum suction created by needle.".

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the priming process. The following information was provided by the initial reporter: "needle attached to syringe for vaccine administration; however unable to prime needle due to vacuum suction created by needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.